Event description:
At routine follow-up noise was observed. Seven aborted episodes were observed due to noise. Upon explant, it was observed that before the bifurcation (closest to the can) that the two leads had rubbed together and rubbed through the insulation. The lead was replaced and the ICD re-implanted.